Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the connection near the needle and shaft was broken, and the rest still attached in the truespan gun. The needle showed marks of tear/wear nearest the channel, both implants and suture appeared to have been not deployed. There are biological residues in the needle and shaft. The functional test cannot be performed due to the condition of the device. Based on the visual results, this complaint can be confirmed. A manufacturing investigation was performed; as a result, there are procedures in place related to the assembly truespan (control of product assembly during production, visual standard for truespan assembly process, truespan welding assembly, traying and desiccating truespan); in the production controls (100%) and in-process controls (9 samples). The potential occurrence of having the needle cover had a kink has been evaluated 0 to over 116355 since 2016. Per wi-6474 rev22 corresponding to defect over parts. The stuck trigger is already identified in the pfmea. An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091 rev41 et 103249724 rev5.). Based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is not manufacturing related. The condition of the shaft could be related to a rough deployment causing damage in the needle. Besides, the broken failure can be attributed when the needle was inside the joint, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. A manufacturing investigation will be performed. As per IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. A manufacturing record evaluation was performed for the finished device lot number: 2l16280, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6). That during a meniscal repair surgery on (B)(6) 2020, it was observed that the needle cover had a kink and the shaft of the implant was broken from in between on the truespan 24 degree peek device. During in-house engineering evaluation, it was determined that the connection near the needle and shaft was broken, and the rest was still attached in the truespan gun. Another like device was used to complete the procedure with a minute delay. There were no adverse patient consequences reported. No additional information was provided.